Event description:
It was reported that there was particulate matter found in the solution of an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This occurred during set up/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that there was particulate matter found in the solution of an unspecified quantity of 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (previously submitted as 250ml). Correction made to d4: catalogue #: h938739 (previously submitted as h938737). Correction made to d4: lot #: 60401360 (previously submitted as 60453598). Correction made to d4: expiration date: 08/31/2025 (previously submitted as 03/31/2026). Correction made to d4: unique identifier (UDI) #:(B)(4) [previously submitted as (B)(4)]. H4: the lot was manufactured from september 30, 2022, to october 01, 2022. H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The add port cap was received, removed, and no particulate matter was observed of the unused membrane area. The fill port cap was removed, and no issue could be observed of the connector or cap areas. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.